Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a tha surgery, one (1) r3 offset impactor could not be unthreaded from the r3 cup after impaction. Upon investigation the jointed shaft in the locking mechanism was hitting the side of the impactor not allowing the surgeon to unscrew it. The procedure was performed, after a greater than 30 min delay, using the same device. No further complications were reported.